Manufacturer narrative:
As reported, the black part of a 7.0 mm angioguard rx emboli capture guidewire system would not peel off without pulling the filter back. The 7 mm angioguard was removed and a non-cordis device was used for a carotid case. There was no reported patient injury. The capture sheath coil dispenser was flushed according to the instructions for use (IFU), but the capture sheath was not used because the filter could not be deployed. During the peel-back portion of opening the filter, the black part got stuck on the wire, causing the filter to return to an undesired deployment location each time an attempt was made to peel back more. The filter was never exposed in the patient's body. The product was stored and handled according to the IFU. There were no visible signs of device or package damage prior to use, and nothing unusual was noted about the device before use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered in flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub, indicating it was flushed and prepped properly. The torque device was moved to the green hub after the device was prepped and before removing the whole system from the hoop. This physician has used countless angioguard in their many years of practice and has had no issues in the past. A non-sterile ¿7mm basket, medium support, angioguard rx for us carotid¿ was received for analysis. The returned components are the deployment sheath and the ecgw system which is inserted into the wire lumen. The rest of the components were not returned for analysis. The deployment sheath is partially peeled approximately 60 cm from the distal tip. The guidewire presents a kinked condition located approximately 88 cm from the distal tip. No other outstanding details were observed on the returned part. Functional analysis was performed by performing a peeling test. The deployment sheath was peeled from the guidewire in a parallel fashion with the other. The peeling was completed within a few centimeters of the black to yellow sheath color change. The peeling was smooth with no resistance noted. The failure reported by the customer as ¿deployment (delivery) sheath~peeling difficulty (rx only)¿ was not confirmed, no anomalies or resistance was observed on the peeling process during the functional test. However, a kinked condition was observed on the guidewire. Exact cause of the observed kink could not be conclusively determined during the analysis. Procedural or handling factors may have contributed to this issue. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿separate the green deployment sheath hub from the guidewire by grasping the guidewire proximally in one hand and pulling the hub away from the wire with the thumb and index finger of the other hand. While maintaining the guidewire position, use the hub to peel the deployment sheath up to the hemovalve. Place one hand over the hemovalve and grasp it with the ring and little fingers. Open the hemovalve. Maintain guidewire position by holding the guidewire between the thumb and index finger of the same hand. With the other hand, peel the deployment sheath from the guidewire by pulling on the green deployment sheath hub parallel to the axis of the guidewire. Complete the peeling step by pulling on the black deployment sheath. Peeling is complete within a few centimeters of the black-to-yellow sheath color change. Remove the remaining un-slit sheath using a standard over-the-wire technique. Close the hemovalve.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black part of a 7.0 mm angioguard rx emboli capture guidewire system would not peel off without pulling the filter back. Ended up removing the 7 mm angioguard and using a non-cordis device for a carotid case. There was no reported patient injury. The capture sheath coil dispenser was flushed according to the instructions for use (IFU), but the capture sheath was not used because the filter could not be deployed. During the peel-back portion of opening the filter, the black part got stuck on the wire, causing the filter to return to an undesired deployment location each time an attempt was made to peel back more. The filter was never exposed in the patient's body. The product was stored and handled according to the IFU. There were no visible signs of device or package damage prior to use, and nothing unusual was noted about the device before use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered in flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub, indicating it was flushed and prepped properly. The torque device was moved to the green hub after the device was prepped and before removing the whole system from the hoop. This physician has used countless angioguard in their many years of practice and has had no issues in the past. The device was returned for evaluation.